Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1999 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp1999) have been reported from the same facility.

Event description:
It was reported (B)(6) at 1040 right basilic 4fr single lumen PICC placed. They opted to do an x-ray as well that showed it was too long so the PICC was pulled back 5cm. An over the guidewire was completed since the patient's other side cannot be used with no complications. Additional info. Rcvd (B)(6) 2021. Was there any patient harm reported? No, an over the guidewire exchange was completed.